Event description:
During an initial implant procedure, loss of capture and decreased sensing variation were detected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.